Manufacturer narrative:
This is the same event as 3010536692-2014-01720. Report will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to instability (right).

Manufacturer narrative:
After further review it was determined that this component was not removed/revised. Please disregard this medwatch report.